Event description:
It was reported that the screw was broken during insertion. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the drill guide is broken. The microscopic view of the broken surface does not show any anomalies of materials structure. We suppose that a mechanical overloading situation during use may have lead to the breakage. The instrument was manufactured in april 2005 according to the specifications; hence it has been in frequent use during long time. No product fault could be detected.